Event description:
On (B)(6) 2012, customer reported that the dxc 600 generated two incorrect magnesium (mg) results for two patients, and that liquid was found on top of some of the cartridge chemistry (cc) side reagent cartridges. The results were reported out of the laboratory. Customer indicated there were no patient treatment consequences because the physician questioned the results before any treatment was done. Customer stated that the reagent was down to six tests left and after a full cartridge was inserted they got the corrected results. Customer stated that the corrected results were also verified on another system. Customer only provided results for one patient. The controls that were run prior to the event were in range, and upon calibration of the new reagent cartridge the controls were in range as well. Field service engineer (fse) inspected the instrument and ran carryover tests. Fse found that both sample and reagent mixers were not being cleaned. Fse also noted that the wash lines on the mixer wash stations were reversed. The instrument was serviced a day or two earlier and the lines inadvertently mixed-up. Fse stated that the reagent line was connected to the sample side and the sample side was connected to the reagent side. Fse corrected the lines and reran carryover tests. Fse stated that the mixers were now being cleaned correctly. Fse ran all controls and they passed. This service resolved the issue and no further problems were reported.